Event description:
It was reported that during the hospitalization for (B)(6), the device was checked and showed several aborted episodes due to noise. The noise was reproducible. No anomalies observed via review of fluoroscopy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.